Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, diagnostic imaging was performed and the right ventricular (rv) lead was noted to be dislodged and located in the right atrium. Furthermore, decrease in r-wave amplitude variation and a loss of capture was reported on the rv lead. The lead was reprogrammed to an inactive state. The patient was stable and will continue to be monitored remotely.